Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the catheter kinked and the stent failed to deploy. The target lesion was in the common bile duct (cbd) biliary tree. An 8.5fr /10 cm flexima biliary stent had been advanced to the target lesion. The physician was unable to successfully deploy the stent because of a kink in the inner push catheter. The device was removed and the procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".